Event description:
It was reported that during a da vinci hysterectomy procedure, the cable broke from the permanent cautery hook instrument. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch cables were broken at the distal end of the instrument. The pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a broken pitch cable to recur could cause or contribute to an adverse event.